Event description:
Dr reported to sales rep problems with a handle. The trial head is stuck in the handle. No adverse consequences reported by the user.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.